Manufacturer narrative:
According to available information, this lead remains implanted. As there has been no return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the follow up visit, this left ventricular lead displayed increased threshold measurements. In addition, noise was noted on the electrogram channel. It was thought there was a lead fracture; however impedance measurements were within normal limits. The device was reprogrammed to right ventricular pacing only. There were no adverse patient effects reported. The patient with this lead is not pacemaker dependant.